Manufacturer narrative:
The user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer¿s experienced nausea and vomiting along with a blood glucose of 504 mg/dl. The customer was taken to the emergency room where the healthcare provider identified a dangerous level of ketones. The customer was treated with intravenous (IV) insulin and saline. The customer was then admitted to the hospital and was treated with actrapid IV drip, potassium, and electrolytes in IV. The customer was discharged on (B)(6) 2020 with no permanent damage.